Event description:
Customer obtained results of 271mg/dl and 108mg/dl within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer, and return requested.